Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2021 it was reported the patient had green exudate coming from the stoma site and a terrible smell. Patient had an infection for over 2 weeks and was on oral antibiotic keflex from (B)(6) 2021 to (B)(6) 2021 but the infection did not clear. Patient was advised to see a general practitioner for a swab and abdominal x ray to see if he is constipated. Patient was not currently taking aperients.

Manufacturer narrative:
Reference record (B)(4).

Event description:
On (B)(6) 2021, the patient¿s son reported an ongoing issue with high levels of exudate from the stoma which has an offensive odor. A wound swab from a couple of months ago grew staph and was treated with oral antibiotic keflex, though it did not completely resolve at the time. Patient has had another wound swab this week but is still waiting on results. There is a moderate brownish exudate and the site around the tube is quite excoriated, possibly gastric leakage with a gastric burn. The son believes patient has a good bowel regime- large bowel actions every 1-2 days. On (B)(6) 2021, it was reported the wound swab has grown staph again and patient has been commenced on oral antibiotic keflex. Visit to be arranged for further advice and management. On 10 june 2021 it was reported the peg was unable to mobilize and there was a malodourous exudating stoma site.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2021 it was reported that a peg-j tube change was attempted. Internal fixation disc not visible on endoscopy. Peg unable to be removed. No further information.